Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. A picture of the reported incident was provided, and it showed blood leaking out of the ultrasite connection. However,without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to investigate and optimize the sonic welding process for ultrasite y-valves. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: event 3. Leaking blood at y site where ultrasite connected.